Event description:
It was reported during the patients spinal cord stimulator implant post-operative appointment, that the patient was unable to move her legs. After taking imaging, it was discovered that the patient had severe stenosis that the physician did not see previously. It was assessed that the placement of the paddle lead caused the stenosis to become more severe. The patient underwent a revision procedure and the physician repositioned the lead so that it was no longer at the level of the stenosis. There were no devices implanted or explanted. The patient went into a rehabilitation center, and has since been released. The patient has better mobility and is doing well.